Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was capped and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
New information noted oversensing resulted in inappropriate inhibition causing dizziness. The patient was in stable condition before, during and after the procedure.